Event description:
Information received indicates the siderail will not latch in the up position.

Manufacturer narrative:
The technician found the right siderail end tube was broken. The technician replaced the end tube to repair the stretcher.